Event description:
Related manufacturer reference numbers: 2017865-2023-02762 and 2017865-2023-02763. It was reported that a patient presented in-clinic for surgical intervention. Prior examination of the patient's system revealed low pacing impedance on the right ventricular lead, an unspecified malfunction on the right atrial lead, and no pacing on the patient's pacemaker. The loss of pacing caused by the pacemaker led to sustained bradycardia in the patient. The leads were capped and the pacemaker was explanted and replaced on (B)(6) 2023. The patient was recovering and no additional patient consequences were reported.